Manufacturer narrative:
Findings: no button error alarm noted. Unresponsive buttons due to moisture damage on the electronic assembly. Unable to perform displacement test due to unresponsive buttons. Moisture was also found on the motor assembly. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was 120 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.